Event description:
It was reported that approximately 8 years and 8 months following the implant of this 34 millimeter (mm) transcatheter bioprosthetic aortic valve structural valve deterioration was reported. A transthoracic echocardiogram (tte) identified a new occurrence or an increase of =2 grades of intra-prosthetic aortic regurgitation (ar) which resulted in =severe ar. Patient symptoms were not reported. Six days following the tte a valve revision procedure was performed. The simultaneous invasive peak and mean pressure gradients measured 17 and 7, respectively. The left ventricular end diastolic pressure measured 18. During the revision procedure a pre-dilatation of the medtronic valve was performed with a non-medtronic, non-compliant 25 mm balloon. A non-medtronic transcatheter valve was implanted valve-in-valve. Following the non-medtronic valve implant, the simultaneous invasive peak and mean pressure gradients measured 3 and 0 respectively. The aortic regurgitation of the non-medtronic valve was reported as none or trivial.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.